Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is confirmed that the event was not issue with the subject item but the connector which resulted in the e024 error message. There is a possibility that the suggested event occurs when the connecting tube is damaged and cannot be connected by applying external stress to the tube. External stress can be caused by applying force toward incorrect direction. Although the subject item had no issue, the event could have been detected by inspecting the item according to the operator's manual as follows: "9 preparation and inspection. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Event description:
Per additional customer follow-up, the connector was not the issue with the oer-elite. The connector, maj-2111, was not connected to the oer-elite when the lid was popped up to remove the scope. This connector had no tear at all. Customer found that the oer-elite was not alerting staff when a connector was popped off or secured. This did not occur on the scope side. The oer-elite started to have an issue with error code e024. It was giving false codes saying the connectors were wrong as they were not. An olympus repair representative was on-site and fixed the issue. Patient identifier: (B)(6) (model number: maj-2111). Patient identifier: (B)(6) (model number: maj-2110): this report. Patient identifier: (B)(6) (model number: maj-2113). Patient identifier: (B)(6) (model number: maj-2112). Patient identifier: (B)(6) (model number: oer-elite).

Manufacturer narrative:
Corrected: b5 - information was inadvertently not included on the initial medwatch.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the connecting tube was noted to be defective. It was noted, the connecting tube was popping off from the preprocessor. There was no harm or user injury reported due to the event. This report is part two of five related events. (Patient identifiers: (B)(6) the serial number of the subject device was not provided.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.